Event description:
It was reported to st. Jude medical that the bipole electrogram could not be displayed. During the explant, the lead was tested and no anomalies were observed. The device was reconnected and the same results were observed. The decision was made to explant the device.